Event description:
The field service engineer (fse) observed a fluid leak of 10 ml from a coulter lh 750 hematology analyzer. The leak was contained within the instrument and diff voteouts were reported by the customer at the time of the occurrence. The customer and fse were wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/19/2015. The fse found erythrolyse pump, pm4, was filled with liquid causing 2 of 3 quality control, qc, levels to yield no differentials. Upon opening the pump, he found a defective 3-way erythrolyse valve causing a leak onto the pump. He replaced the valve and performed erythrolyse verification which fixed the leak and the diff voteouts. The repairs were verified per established service procedures. (B)(6).